Event description:
A report was received that the patient had lost some simulation coverage. An x-ray was taken and it appears that a contact may have fallen off the paddle lead.

Event description:
A report was received that the patient had lost some simulation coverage. An x-ray was taken and it appears that a contact may have fallen off the paddle lead. The patient will undergo a revision procedure.

Manufacturer narrative:
Correction to initial MDR field: additional information was received that the patient underwent an explant procedure and is reportedly doing well following the procedure. The bsn sales representative does not know if the contact was retrieved from the patient. A fluoroscopy was taken and no signs of the missing contact were found. The complaint was confirmed as the contact #16 of the paddle lead was broken off from the paddle. The contact was define to be an anode (50%) in programs 3 and 4. Therefore, the patient could not feel stimulation when one of these programs was activated. Electrode #16 was not returned for analysis.